Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was being used for treatment of a lesion in the proximal rca. The physician was unable to cross the lesion. The device was removed and on inspection prior to reuse the physician noted that the stent struts were damaged. There no patient injury or clinical sequeale were reported. Evaluation summary: no deformation was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification; the 7th distal strut on the returned stent was raised.

Manufacturer narrative:
(B)(4). Evaluation results: (limited information available), inherent risk of procedure (stent deformation).